Manufacturer narrative:
Occupation: dnp, aprn-cns, agcns-bc, ccrn, chse, cne clinical nurse specialist. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the helium tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extracorporeal tubing was removed from the iab and was not returned. A kink was observed on the catheter tubing approximately 40.6cm from iab tip. A second kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter and y-fitting was performed and a leak was observed at the kinked location of the inner lumen within the catheter tubing 76.5cm. The evaluation determined a leak within a kink in the inner lumen causing the reported problem. It is difficult to determine when or how the penetration occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field(s): a1-4, b5. **UDI related data quality updates** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the helium tubing. It was also noted that the console had generated an alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed after four days of use. A new sensation plus 50cc iab was then inserted to continue therapy. There was no patient harm or adverse event reported.